Event description:
It was reported that a revision surgery had to be performed due to prosthetic infection. The legion ox constrained fem 5 lt was implanted on (B)(6) 2017 and explanted the same year on (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.